Event description:
Healthcare professional reported "bending and expanding failure", "leak test was conducted by opening the te and injecting saline, but the bent part did not expand", and "since there was a mark of bending, concerned that it might not expand correctly even if it was inserted". Device not implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: break.

Event description:
Healthcare professional reported "bending and expanding failure", "leak test was conducted by opening the te and injecting saline, but the bent part did not expand", and "since there was a mark of bending, concerned that it might not expand correctly even if it was inserted". Device not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ broken device ¿ patient unknown: observed an opening assessed as surgical damage. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.